Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty could not be confirmed. It may be possible that the stent was slightly undersized for the vessel causing the stent to remove on the balloon dilatation catheter after post-dilatation; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the distal superficial femoral artery and popliteal artery. The lesion was pre-dilated with a 5.5 balloon dilatation catheter (bdc). The 5.5x100mm supera peripheral stent was implanted without issues; however, after review with fluro it was decided to post-dilate the stent. The same 5.5 bdc was advanced for post-dilatation and upon removal it was noticed that the 5.5x100mm supera stent was on the balloon. The procedure was successfully completed with another 5.5x100mm supera peripheral stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.